Event description:
It was reported that the patient was seen for in-office follow-up at which time the physician inspected this inflatable penile prosthesis (ipp) and attempted to cycle it. Upon identifying fluid loss, a surgical procedure was scheduled and completed during which the existing device was explanted and replaced with a new ipp. The results following surgery were good; there were no patient complications reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was malfunctioned due to oversizing on original implant. Upon inspection by the physician, a replacement surgery was performed in which a fluid leak from an unidentified site was found in the system. The results following surgery were good and the patient fully recovered,

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.